Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device not alarming air in line correctly was not confirmed through a review of the device logs and was not replicated during testing. ¿ laboratory test results performed on the suspect pump module confirmed the device to be within specification for air and operating as intended. ¿ a review of the concomitant pcu and suspect pump module event logs showed that on (B)(6) 2024 at 12:12:26 am the concomitant pcu was powered on, the profile in use was maternity, a guardrails infusion was programmed for the suspect pump module with infusion parameters; oxytocin (drugid=112), drug amount=30mcg, diluent volume=500ml, rate=166.667ml/h, vtbi=500ml. Air in line single bolus limit was set as 250ul, accumulated air was disactivated. ¿ at 1:59 am suspect pump module alarmed air in line. ¿ at 2:11 am the user channeled off the unit. Primary volume infused (pvi) was recorded as 315.467ml. ¿ there are small single air bolus settings available if greater sensitivity is desired. It is also recommended that the ail accumulator be turned on for detection of boluses that may be too small to trigger at the single ail bolus threshold. ¿ internal and external inspection of the pump module found no irregularities. ¿ the alaris system dfu (v12.1.3) states that the clinician must ensure that air is expelled from line prior to beginning infusion when priming. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: ¿ suspect pump module s/n: (B)(6)(RMA: 303703263) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings, third-party parts or physically abused components. ¿ concomitant point of care unit module s/n: (B)(6) (RMA: 3037033264) the device referenced in this file was associated with other devices that were the source of the complaint. Reference the source device files 303703263 for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Root cause: the root cause of the report the device not alarming air in line correctly is being attributed to single air boluses being too small to trigger at the 250ul setting and the accumulated air setting being deactivated. The device was thoroughly tested and alarmed for air appropriately.

Event description:
It was reported that "syntho" infusion was started on a patient being treated for post-partum hemorrhage (pph). The pump was programmed to infuse the medication over 90 minutes. The tubing was reportedly primed by another clinician. The pump reportedly alarmed air-in-line. However, upon assessment, the user observed air in the tubing below the pump "the entire length of the line." It is unknown whether the clinician primed the tubing correctly prior to initiation of infusion. The tubing was then disconnected and reprimed. There was patient involvement but no harm. It was reported that the pump was then tested by running a 100ml saline "without priming the tubing" and the pump did alarm air-in-line. Although requested, no further information has been provided.

Event description:
It was reported that "syntho" infusion was started on a patient being treated for post-partum hemorrhage (pph). The pump was programmed to infuse the medication over 90 minutes. The tubing was reportedly primed by another clinician. The pump reportedly alarmed air-in-line. However, upon assessment, the user observed air in the tubing below the pump "the entire length of the line." It is unknown whether the clinician primed the tubing correctly prior to initiation of infusion. The tubing was then disconnected and reprimed. There was patient involvement but no harm. It was reported that the pump was then tested by running a 100ml saline "without priming the tubing" and the pump did alarm air-in-line. Although requested, no further information has been provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.